Event description:
Caller states the base unit does not have power. States no melting, burning or damage. But sees residue where there was water in the base. It was not provided when device was last cleaned, but cleaned with glucocor wipe. No injuries reported. Requested return of suspect base and replacement was sent.